Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device will not be returned.

Event description:
According to the available information, though not verified, reported complaint: "pump was in difficult position to operate. Felt stiff to pump so revised." The pump was revised/replaced. Additional info. Per tm on 12/30/20: "hospital kept device. It appeared to be working fine when outside the body, but was difficult for doctor to pump with inside. He decided to replace it for patient satisfaction." The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.